Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose results were 303mg/dl, 465mg/dl, 480mg/dl. Tests were done within < 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. Customer "was cleaning meter with alcohol".